Manufacturer narrative:
The evaluation of the device determined that contamination of the switch was the cause of the reported malfunction. The complainant was sent a replacement device.

Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unk), but they were unable to charge the device while using the device's internal handles. The staff was able to obtain another set of internal handles to successfully defibrillate the pt. The complainant indicated that there was no adverse no adverse effect on the pt as a result of the reported malfunction.